Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the auxiliary had all cubies failed. A field service engineer, replaced the failing legacy full height drawer 7 with a new enhanced full height drawer to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system device not detected. Customer stated that the malfunction caused patient care delay. There were no adverse events or injuries reported based on this incident.